Event description:
(B)(6) 2025, (B)(6) (con, for): it was reported that an individual with parkinson's disease, diagnosed 10-12 years prior, experienced problems with an implantable neurostimulator over the past year. For approximately five months, a message indicating that an update was needed for the implant had been present, and it was noted that a battery update is typically required between the 8-9 year mark for the device to extend its life. The individual¿s health was reported to be declining rapidly, with worsening speech and mobility, and they are wheelchair bound. There was an allegation that something had moved and required recalibration, suggesting possible device migration or lead movement. The individual was unable to travel for medical care due to health and financial constraints. It was also reported that the necessary equipment or software to update the implant was not available in quito, ecuador, and the healthcare provider¿s clinical tablet did not have the required software. No deaths, infections, or explicit adverse events were reported. It was unknown if there was any patient involvement or complications as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.